Manufacturer narrative:
The field service representative was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting tasks including the replacement of the sample probe. Since a specific cause of the issue was not identified, the architect I (serial number (B)(6) ) was considered the likely cause of the issue. The instrument¿s service history review revealed no contributing factors on or around the time of the complaint. The trending review determined no trends were identified. The device history record review determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for architect i1000sr, serial number (B)(6) , was identified.

Manufacturer narrative:
Patient identifier: sid (B)(6), sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 1415939-2021-00045 under a different suspect device.

Event description:
The customer reported a false positive architect stat troponin-I results for 2 patients. The customers reference range is </= 0.013 ng/ml. The following data was provided: sid (B)(6): analyzer was down for field service engineer for troubleshooting, so specimen first performed on I-stat platform and had a result of 0. Customer's policy is to rerun specimens once analyzer is back up running. Architect generated first result of 0.026 ng/ml (positive) and repeat result of 0.000 ng/ml (negative). Sid (B)(6): original result 0.028 ng/ml (positive), first rerun 0.008 ng/ml (negative), second rerun 0.013 ng/ml (positive) there was no impact to patient management reported.